Event description:
It was reported that the pump exhibited a force sensor error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log found a record of a force sensor test error'. To conduct functional testing the device was powered up. Upon power up, the reported problem was duplicated. It was determined that the root cause was due to the out of calibration force sensor. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6).

Manufacturer narrative:
B3 updated, d3, g1, and g2 email is: regulatory.responses@icumed.com.